Manufacturer narrative:
(B)(6). Model #: unknown as the pump identity is unknown. The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
A medical student at the hospital reported that the patient was admitted for dka and does not know the cause of the elevated blood glucose levels. The reporter did not have the pump to troubleshoot and the pump's model is unknown.